Event description:
The customer reported to olympus, the gastrointestinal videoscope had air outlet at the air/water valve. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign material in it. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air outlet at the air/water valve was not confirmed. The device evaluation found whitish crystalized foreign material inside the jet tube, likely a result of insufficient cleaning. The following non-reportable findings were found during the device evaluation: water tightness was lost due to wear of scope cover packing, suction connector cover unit had corrosion due to water leakage, water tightness was lost due to damage on channel tube, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, the play of right/left knob was out of the standard value due to wear of angle wire, plastic distal end cover had a scratch, adhesive around objective lens had discoloration, adhesive around light guide lens had discoloration, and adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif-ez1500 operation manual chapter 3 preparation and inspection . Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.